Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on november 12, 2020 with catalog number mcghan 360cc. Visual analysis of the returned device identified: total delamination of valve, flat creases and one curved opening. A leak test and microscopic analysis was performed which identified: total delamination of valve and one opening striated. Based on the device analysis the final assessment is: total delamination of valve shell assessed as adhesive failure. One opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.